Event description:
It was reported that due to a mechanical failure the patient had his ambicor penile prosthesis (app) removed and replaced with a tactra penile prosthesis. It was further explained that the device hasn't been functioning well for the last two years. The patient visited his physician on (B)(6) 2020 stating his device wouldn't inflate as much and when pressure was applied to the intra scrotal pump, the pump collapses and doesn't recoil back. It was also reported that there were no holes or air observed in the device and the outcome following this surgery was "normal."

Event description:
It was reported that due to a mechanical failure the patient had his ambicor penile prosthesis (app) removed and replaced with a tactra penile prosthesis. It was further explained that the device hasn't been functioning well for the last two years. The patient visited his physician on (B)(6) 2020 stating his device wouldn't inflate as much and when pressure was applied to the intra scrotal pump, the pump collapses and doesn't recoil back. It was also reported that there were no holes or air observed in the device and the outcome following this surgery was "normal."

Manufacturer narrative:
Allegations related to inflation issue and pump collapse were reported. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had wear at fold in the cylinder body. Cylinder 2 has a leak in the outer tube in the proximal cylinder body that was the result of wear at the corner of a fold; this cylinder also had broken fabric threads. No damage was identified to the pump and the tubing. The identified fluid leak is the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Therefore, product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'cause traced to component failure' was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary. Product analysis confirmed the reported events related to device has inflation issue and pump collapse. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had wear at fold in the cylinder body. Cylinder 2 has a leak in the outer tube in the proximal cylinder body that was the result of wear at the corner of a fold; this cylinder also had broken fabric threads. The identified fluid leak is the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Therefore, product analysis confirmed the reported events. DHR review/similar complaint review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 811635 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams ambicor hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams ambicor is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.